Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was still in the delivery rod after withdrawal. Finally, it was changed to manual compression. There was no reported patient injury. Postoperatively, a 6f exoseal was used for blocking and hemostasis, and when the device was slowly withdrawn at an angle of approximately 45° degrees, the return indicator pulsatile blood flow stopped, and then the blocker was slowly withdrawn for approximately 1 cm, but the blocker indicator window changed color, and the deployment button was pressed, and after pressing the button for a while, the withdrawal of the consumable was found to have the plug still in the delivery rod. The procedure was a coronary intervention. The operator had many years of experience using the exoseal. The procedure was performed by retrograde puncture from the right femoral artery using a 6f non-cordis short sheath. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was still in the delivery rod after withdrawal. Finally, it was changed to manual compression. There was no reported patient injury. There were no visible signs of device or package damage prior to use, and the device was stored and prepped according to the instructions for use. Postoperatively, a 6f exoseal was used for blocking and hemostasis, and when the device was slowly withdrawn at an angle of approximately 45° degrees, the return indicator pulsatile blood flow stopped, and then the blocker was slowly withdrawn for approximately 1 cm, but the blocker indicator window changed color, and the deployment button was pressed, and after pressing the button for a while, the withdrawal of the consumable was found to have the plug still in the delivery rod. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The procedure was a coronary intervention. The procedure was performed by retrograde puncture from the right femoral artery using a 6f non-cordis short sheath. The operator had many years of experience using the exoseal. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. Additionally, a kinked/bent in the delivery shaft was observed at 7.0 cm from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The functional deployment simulation evaluation could not be performed, as the unit was received in a fully deployed state. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the device was returned without the plug and fully deployed. A kink was noted on the delivery shaft. Dimensional analysis and microscopic analysis were within specification. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed and with no plug. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink in the shaft led to issues with deployment. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was still in the delivery rod after withdrawal. Finally, it was changed to manual compression. There was no reported patient injury. There were no visible signs of device or package damage prior to use, and the device was stored and prepped according to the instructions for use. Postoperatively, a 6f exoseal was used for blocking and hemostasis, and when the device was slowly withdrawn at an angle of approximately 45° degrees, the return indicator pulsatile blood flow stopped, and then the blocker was slowly withdrawn for approximately 1 cm, but the blocker indicator window changed color, and the deployment button was pressed, and after pressing the button for a while, the withdrawal of the consumable was found to have the plug still in the delivery rod. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The femoral artery's suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The procedure was a coronary intervention. The procedure was performed by retrograde puncture from the right femoral artery using a 6f non-cordis short sheath. The operator had many years of experience using the exoseal. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.